Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No motor error or excessive no delivery alarm was noted. Pending motor test after engineering trace filed evaluation. No unexpected check setting alarm was noted during testing. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, motor error and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 448 mg/dl. The customer treated with the pump. The customer stated that the motor error occurred several times after a set change. The customer stated that the motor error occurred during basal. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the no delivery alarm was not recurring. The customer was advised of the possible causes of the no delivery alarm. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.